Manufacturer narrative:
Patient was revised due to possible metalosis and possible trunionosis on the inside of the head update rec¿d 09/14/2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from damage to the hip joint and body. Per depuy's complaint handling procedure, all litigation is reported. Complaint was updated 09/26/2016. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update (3/24/2017) pfs and medical records received. Alleges pain, swelling with growth on upper leg near hip, loss of mobility, inability to perform everyday activities. Revising surgeon indicated elevated ions, and stated operatively the presence of a "very large soft tissue mass the size of a grapefruit in the subfascial space...multilobulated but single fluid-filled chamber...contained cloudy but non-purulent fluid, at least 200 ml, with some fragment of tissue as well...laying directly on the sciatic nerve". No evidence of loosening, and no metal wear of head or liner. Was evidence of trunnions/corrosion on trunnion and inside head. Pathologist's report of soft tissue was "fibrous tissue histiocytic inflammation and foreign body associated giant cell reaction". Metal ion labs performed day of revision surgery are > 7.0 ppb supporting stated ion elevations. Prod/lot updated.

Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to possible metallosis and possible trunionosis on the inside of the head update rec'd (B)(6) 2016- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from damage to the hip joint and body. Per depuy's complaint handling procedure, all litigation is reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
In addition to previous allegations, ppf alleges metal wear/metallosis.